Event description:
The initial reporter received a questionable calcium gen.2 result from one patient sample tested on the cobas 6000 c (501) module. The initial result from the module was 5.1 mg/dl. The repeat result from another c 501 module was 10.3 mg/dl the doctor questioned the initial result, prompting the rerun. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 85056701, with an expiration date of 31-mar-2026. The investigation included a review of the calibration, qc data, and alarm trace: the calibration results were within the specified ranges. The customer stated that the qcs were within the specified ranges. The alarm trace did not indicate any issues. The field service engineer (fse) inspected the module and found that the rinse mechanism rinse levels were incorrect, the cells were not being properly evacuated, and the sample probe was slightly bent. He replaced the solenoid valves and the sample probe. He also performed adjustments. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.